Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. In addition, it was reported that the customer intermittent experienced fill resistance while loading multiple cartridges onto the pump. Customer's blood glucose level was approximately 140-500 mg/dl range. Customer changed the supplies to resume insulin delivery.